Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the stopcocks had separated/broke apart. The reported condition was verified. The cause of the reported condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would break when twisting the stopcock. This event occurred prior to infusion when checking the lines. There was no patient involvement. No additional information is available.